Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the customer was going up a ramp and it tipped over on two wheels and it fell off the ramp and the customer fell from the chair. She did not have any medical treatment for it. She states it was an invacare but she doesn't know what model it was.